Event description:
Additional info received from hcp that there is no device issue involved in electroelution, all the tests were negative. Hcp decreased the amplitude for the issue to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that on s aturday they were a mess and couldn't walk right so they wanted to adjust their dbs settings. Patient said they went into their dbs therapy app and increased the dbs settings, patient said right away they felt like they were being electrocuted. Patient said it was painful so they quickly turned off the dbs therapy. Pt said once the dbs therapy was completely turned off they felt "severe brain waves". Patient called their managing hcp and hcp walked patient through turning dbs therapy back on and adjusting settings and the issue was resolved. The patient said they wanted to make sure this didn't happen again. Ps reviewed that prior to adjusting dbs settings they can check with dbs hcp to ensure appropriate adjustments are made. Ps redirected patient to hcp. Ps reviewed that patient was welcome to make hcp appointment and bring in external equipment and re-enact situation while hcp is watching and that hcp may have patient change settings/groups or do reprogramming to address the symptoms that patient initially tried to make adjustment to help with. Pt mentioned that they had lost their wr and ps sent replacement wr to them. Additional information was received from patient in regards to the same issue previously reported. The caller stated that one of the time they were recharging the implant that they saw a reset button. Caller also mentioned that they saw a reset button when they were making adjustments and their charge didn't even last a week. Caller stated that they had a call/appointment with the hcp in regards to assisting with making adjustments to their therapy. Agent reviewed equipment needed to make adjustments. Caller stated that they would call ps back if they are in need of further assistance. Caller mentioned to receiving replacement wr. Additional information was received from patient in regards to the same issue previously reported. Caller wanted to know it means to increase amplitude of the stimulation. Agent reviewed. Caller stated that they were at the hcp office last week and the hcp turned the stimulation down. Patients husband stated that they were known on how to adjust the stimulation, but were going to call the hcp for more guidance on what to adjust to.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.